Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After being processed by the sterilization dept, seems like there is rust on every acetabular reamer in the set. All acetabular reamer needs to be replace and investigated. Please send replacement to (B)(6).